Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 17-jul-2014, v sensing integrity counts up to 935; vt-ns episodes with evidence of lead oversensing potentially diaphragmatic oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. A lead integrity alert (lia) triggered due to a combination of high short interval counts (sic) and non-physiologic non-sustained ventricular tachycardia (nsvt) episodes. The sensing polarity was reprogrammed tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.